Event description:
The hcp reported the device became infected and had to be removed. The device was replaced. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.

Manufacturer narrative:
.